Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Making a loud noise did not get it to shut off. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were unable to clear the alarm. Customer stated they are not able to rewind the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).